Event description:
It was reported that a patient underwent a trochanteric fixation nailing (tfn) procedure on (B)(6) 2015. While attempting to implant the distal screw, the surgeon discovered that the targeting devices missed their targets after drilling. The procedure was completed successfully with similar/like instruments and free-hand implementation. The procedure was prolonged by forty-five (45) minutes. Patient status/outcome was reported as ¿good.¿ this report is 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: bettlach - manufacturing date: may 21, 2012 no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one of each of the following was received: 130 deg. Aiming arm body, tfn (357.366 / lot # 5217032 / mfg. Date: 01/2003), radiolucent insertion handle (03.010.405 / lot # 3672462 / mfg. Date: 03/2011), connecting screw for radiolucent insertion handle (03.010.474/ lot # 7865329 / mfg. Date: 05/2012). Aiming arm knob (03.019.030/ lot # 3560312 / mfg. Date: 09/2010). The devices were assembled with the following known conforming instrumentation/implants to test the alignment, and no issues or discrepancies were detected: part# 357.411 / lot# 4544027, part# 357.369 / lot# 76667, part# 357.371 / lot# 4546699, part# 357.372 / lot# 5675337, part# 357.377 / lot# 4818089, part# 456.308 / lot # 6432748 and part # 456.477 / lot# 4328328. The four devices were returned with no functional damage. There are cosmetic scratches/marks on the devices, but nothing that would have led to the complaint condition. The exact cause for the complaint condition is unknown, but it is likely that soft tissue distraction forces caused the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.